Event description:
A report was received that the patient was experiencing pain in the right calf after an implant procedure due to the actual lead pressing on a nerve root. The patient underwent a revision procedure wherein one lead was explanted. The patient was reportedly doing well postoperatively and the pain had significantly decreased.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain in the right calf after an implant procedure due to the actual lead pressing on a nerve root. The patient underwent a revision procedure wherein one lead was explanted. The patient was reportedly doing well postoperatively and the pain had significantly decreased.